Event description:
On (B)(6) 2014, the pt underwent a trial procedure. Adequate coverage and pain relief were obtained during the procedure. Post-op, adequate coverage could not be obtained. In turn, the pt went back into the operating room and the doctor repositioned the lead. Pain relief was achieved after the second procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.